Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: small distance between screw head and screw detected on intraoperative x-ray, the head was loose. Screw placement without any problems. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis.review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The manufacturing evaluation reported the pedicscr matrix polyaxial ø7 was received assembled. There were some visual nicks and scratches on the outer area of the body. The screw has nicks and scratches on the sd25 face and visual damage to the sd25 form. All described nonconformities are post manufacturing from a manufacturing perspective. Product was received assembled and passed functional testing, no relevant features can be identified. Two preassembled cannulated matrix polyaxial pedicle screws (part# 04.606.745 and 04.606.750) were returned with a complaint category of ¿loose¿. The matrix polyaxial pedicle screw is part of the matrix spine system-mis instrumentation which is designed to be used with the cannulated matrix pedicle screw system to allow for minimally invasive rod and screw insertion for thoracolumbar pedicle fixation and minimal tissue disruption. The 1st returned device (part # 04.606.745, lot# 7484624) was manufactured on september, 2013 and is 6 months old. The returned matrix polyaxial screw was received with the collet/body disassembled from the screw. The body has nicks and scratches on the outside of it. The upper thread on one side of the body has damage to it and the collet is positioned correctly within the body. The screw has obvious visual damage to the small flat between internal thread and outer spherical diameter. The dent/imprint was made with a square edged object that has displaced metal into both the internal thread and the outer spherical diameter. Also, there are no damages to the stardrive feature of the screw. The 2nd returned device (part # 04.606.750, lot # 7080090) was manufactured on november, 2012 and 1 year and 4 months old. The returned matrix polyaxial screw was received assembled. There are nicks and scratches on the outer areas of the body. The collet is positioned appropriately within the body enabling it to articulate as intended. There is visual wear to the stardrive feature due to tool engagement with the screw. The screw threads were inspected and they are in good condition, there is no sign of peeling or stripping. All the observations made are consistent with general wear of the screw. A review of the most current edition of the design drawings ((B)(4)) was performed and there were no changes made to the design of the cannulated matrix pedicle screw. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint could have been caused by excessive reduction, compression, distraction, or other manipulation load applied to the head. Supplemental medwatch #1 incorrectly reported the product had not been received in the comments section. The initial medwatch correctly reported the return product date.